Manufacturer narrative:
This report is filed february 29, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was prescribed oral and topical antibiotics (date not reported). The implanted device remains.